Manufacturer narrative:
The initial MDR was submitted with the device type code listed as kdt. It is corrected to read jsm.

Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the needle sleeve was sticking down after filling the tubes with urine, resulting in urine leaking in the specimen bags. Occuring several times with the complete kit for microbiology & ua chemistry urine testing. No serious injury or medical intervention reported.